Event description:
The customer reported that their olympus visera elite video system center stopped producing an image and instead displayed error code e216 during an endoscopic sinus surgery. According to the initial reporter, this event occurred about 7 minutes after white balancing. The procedure was completed using another device without any patient harm noted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user's report was partially confirmed. The e216 error was found, but the image was still present. After connecting and operating the device, evaluators confirmed that the video connector lock was defective. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e1 and g2. Please see updates to e1, g2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (loss of image) was unable to be duplicated. However, the evaluation found that the video connector socket lock mechanism was defective, and it¿s probable there was a minor vibration from the procedure which caused temporary disconnection and communication abnormality between the scope and otv. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.